Manufacturer narrative:
The customer reported that their analyzer "is getting hot and will not power on". There were no allegations of patient/user harm. There were no allegations of incorrect results. Returned device evaluation is anticipated but has not yet begun. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their analyzer "is getting hot and will not power on". There were no allegations of patient/user harm. There were no allegations of incorrect results.